Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the y-site of a clearlink continu-flo administration set leaked. This occurred before patient use. There was no patient involvement. No additional information is available.